Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer's wife stated that her husband's infusion set was not put on correctly. The customer had symptoms such as pain in his shoulders and knees. The customer was nauseous. The customer treated his high blood glucose readings manually with a needle. The customer's wife declined to troubleshoot for high blood glucose readings. The customer was advised to contact his health care provider regarding the unexplained high blood glucose readings.